Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an upgrade procedure, abrasion indentations were observed on the proximal portion of the right ventricular lead with blood noted inside the insulation on the more distal portion. No electrical anomalies were observed. The lead was capped (B)(6) 2021 and replaced. The patient was stable.